Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-jul-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (hydromorphone). The indication for use was spinal pain. The patient reported that the wanted a new pump since they were not getting relief from the medications. The healthcare provider wanted them to stay on the pump because they got kidney damage from the pump and initially started using the pump due to kidney issue. Additional information received from a company representative (rep) stated that the healthcare provider (hcp) wanted the patient to stay in the pump since they got kidney damage from the oral pain medication and said ¿that is why we went with the pump in the first place.¿ additional information from the patient stated 'I'm in the bed all the time. I can barely walk from the bedroom to the bathroom. I'm in so much pain. My leg are so getting so weak.' Agent reviewed pump/ptm functionality and recommended patient keep a manual log of when they requested/delivered a bolus and corresponding boluses left, then healthcare provider (hcp) could pull reporting to compare the information to the pump record. Then patient stated 'my catheter is crooked in my back. I wonder if it's kinked or releasing but it's going somewhere else. 6 of my friends had to have the pump taken out and replaced - I'm 68 and frail - I went down to 84 pounds with this pain and I'm not physically able to do another surgery so I want this figured out. He increased the amount of meds that they're ordering - they've put my things up for 100% - they went from 50 to 150 and I'm still not getting the relief. I don't know if it's because I had such a high dose of oral pills beforehand or something else.'

Manufacturer narrative:
H6. Codes have been corrected and updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.